Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacture r representative. It was reported that it was taking the patient longer than normal to charge the ins. The patient reported that the controller will say ¿finished¿ before the recharging session is complete. It was also reported that the stimulation has been cutting out by itself, and the patient had to turn it back on using the controller. The patient reported that when this happens, the controller shows that the stimulation is turned off. The patient indicated that this has happened a couple times a day for the past week. It was noted that the stimulation usage showed that the stimulation was on 100% of the time. No further complications are anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the stimulation cut out at any time: sitting, sleeping, walking, standing. Patient stated her device was checked however issue has not been resolved.